Event description:
Burr. Additional info received: account stated device damaged intima as it went up vessel.

Manufacturer narrative:
Product numbers were received for investigation for the reported incident and forwarded to the mfg facility for investigation. When the investigation is completed, I follow-up report will be filed.